Manufacturer narrative:
E1: additional reporter: (B)(6).

Event description:
The event involved a tego connector where it was reported the tego was no longer impermeable even after just being changed prior to the dialysis session. It was stated the arterial branch of the catheter filled with air. The line was clamped immediately. There was patient involvement, however, no harm was reported.

Event description:
Additional information was received from the customer on 17sep2025 as follows: the patient was connected during the incident. No blood loss was noted. The arterial branch of the catheter suction air while the tego cap was in place. Current state of the patient: return to initial state. No clinical consequences for the patient. No treatment necessary following this event. No surgery was necessary.

Manufacturer narrative:
Corrected information received on 17sep2025 can be found in b5. Updated information: d9. Investigation summary: received three (3) used. List #d1000, tego¿ connector, appx 0.05 ml; lot #unknown. 2 of the samples were observed to have some seal tearing and doming. The reported complaint of a torn seal could be confirmed. The returned samples were observed to have some doming and a torn seal. The probable cause is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. Corrective and preventative actions are in process.